Manufacturer narrative:
Information regarding suspect medical device section: common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. Initial reporter occupation: manager. Information regarding PMA/510(k): k200972. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return (no catheters were returned) therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Dried blood was present on the exterior of the device. When tested as returned, the device did not spray. The device did not discharge when deactivated and the co2 cartridge was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When retested with a new co2 cartridge, the device did not spray. The device was disassembled and the tubes were disconnected for removal of powder.. The front tube leading to the powder chamber and the powder chamber cannula contained large, discolored, hard clumps of powder. The back tube between the powder chamber and low pressure valve contained a small amount of loose powder. A visual inspection of hole in the bottom of the powder chamber showed it to be clear. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray was an internal clog within the device. A definitive cause of the internal clog is unknown. However, the report indicates that the device was tested prior to use, which can cause the catheter to clog when inserted into the endoscope. Catheter occlusion can be a cause of this device internally clogging and not being able to spray powder. However, we could not conduct a complete investigation because no catheters were returned for evaluation. From the information provided and the state of the powder inside the device, spraying the device prior to use is the most likely cause of this occurrence. The IFU states, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the user tested the device prior to use, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a hemospray endoscopic hemostat. The customer said it did not spray. The customer tried to pre-test it [the hemospray] before going down the scope with it. Because it wasn't spraying, the customer deactivated the co2 and then tried to reactivate it. The customer had fluid in the catheter (blood). The patient was then injected with epinephrine, received cautery, and had a couple of clips placed. This was still unsuccessful to stop the bleed and the patient was transferred to intervention radiology (ir). A section of the device did not remain inside the patient¿s body. The patient required the use of epinephrine, cauterization, and placement of a couple of clips which were unsuccessful in stopping the bleed and the patient was transferred to interventional radiology for additional treatment. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.